Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged power loss alarm and cosmetic damage located at an unspecified location found on (B)(6) 2021. Insulin pump passed sleep current measurement, active current measurement and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage and loaded voltage was within spec range. No power loss alarm noted during testing, however, verified in the insulin pump history that the insulin pump alarm 6 failed battery tests on (B)(6) 2021 between the times 19:18:47 and 19:24:15 due to corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked retainer, corroded battery tube, pillowing overlay, stained overlay, cracked overlay, overlay texture damage, cracked battery tube threads, cracked battery tube, serial number label missing and scratched case. Customer allegations for power loss alarm not confirmed. Cracked retainer, corroded battery tube, pillowing overlay, stained overlay, cracked overlay, overlay texture damage, cracked battery tube threads, cracked battery tube, serial number label missing and scratched case confirmed during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received battery now alarm and cracked insulin pump. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The device was returned for analysis.